Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2009 product type: catheter; product ID 85 96sc lot# serial# (B)(4), implanted: (B)(6) 2009 explanted: product type catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 14-aug-2011, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 6.99064 mg/day) and hydromorphone (10 mg at 3.49532 mg/day) via an implantable pump for unknown indications for use. It was reported that a catheter dye study was done for an elective replacement indicator pump replacement surgery. The catheter was unable to aspirated. The issue was ongoing.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was turned off.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2009, product type catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2009, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711 serial# (B)(6) implanted: (B)(6) 2009 product type catheter product ID 85 96sc serial# (B)(6) implanted: (B)(6) 2009 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient did not want to proceed with pump or catheter replacement as they are "too old". The sc hydromorphone was decreased and weaning was began.